Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted at that time. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator would generate transducer fault, low exhaled volume, and high rate alarms. The customer reported that the vent also failed the exhaled flow pressure transducer calibration. The vent was not on a patient when the reported incident occurred, so there was no patient harm reported.

Manufacturer narrative:
Results of investigation: the device/component was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the error log showed multiple transducer faults occurred at pt802. A pressure calibration was performed on the turbine and exhalation flow transducer and pt802 failed on 0cmh20. The reported issue was duplicated and the root cause has been isolated to pt802. This would cause the unit to fault as a disconnected circuit.